Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Last 4 results in memory were "lo", 106mg/dl, 124mg/dl, 115mg/dl. No adverse event reported.

Event description:
Consumer complaint of about blood result reading "lo". Last 4 results in memory were "lo", 106mg/dl, 124mg/dl, 115mg/dl. No adverse event reported.